Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used a right upper lobectomy procedure. Reportedly, the jaws were difficult to open after firing. The surgeon opened the device with forceps. No patient injury was reported.